Manufacturer narrative:
The product was not returned. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the reservoir was found to be cracked prior to use. According to the report, the doctor replaced the device with a new device to complete the surgery and the patient was well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.